Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 6. Details of surgery: sinus augmentation and immediate extraction site. On 2024-01-23, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.